Manufacturer narrative:
E1 - reporter phone number: (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller display was not visible, the messages were difficult to read. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a not clearly visible controller¿s display can be confirmed. The returned system controller serial number (B)(6) was in used condition. Further evaluation revealed a green substance inside the controller over the internal components, including the lcd assembly. Further evaluation confirmed a green substance in the power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction in the power cables. Laboratory testing and the data retrieved from the system controller determined the fluid ingress issue did not affect the system controller¿s ability to operate the pump. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 (hm3) patient handbook, under section 2 ¿how your heart pump works¿ and hm3 instructions for use (IFU), under section 2 ¿system operation¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.